Event description:
The customer reported the white blood cell (wbc) bath leaked inside the coulter lh 780 hematology analyzer during start up. The volume of the leak was about 5 ml of diluent. The leak was not contained within the instrument. The customer was wearing gloves, eye glasses and a lab coat at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer technical specialist (cts) stated that the customer noticed the white blood cell wbc bath (vc3) was leaking. The wbc bath was seated properly by the customer and the instrument ran without any leaks. The instrument was returned to normal operation. (B)(4).